Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no deviation from instructions for use in reprocessing steps for the area foreign material remained. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, due to wear of the angle wire, bending angle in left direction did not meet the standard value, the objective lens was slipping down, the light guide had discoloration, the plastic distal end cover (c-cover) had a scratch, the adhesive on the bending section cover (a-rubber) had a crack and slight loose variable stiffness mechanism was noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The colonovideoscope was sent to an olympus service center for evaluation after being returned from the end user with no complaint. Upon inspection of the customer¿s returned device it was observed, the nozzle was clogged, and foreign material was coming out of the distal end. This report is being submitted for the malfunction found during evaluation. There was no patient involvement in this event.